Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It appears the suture was caught in the foot which likely prevented the foot from completely closing and subsequently resulting in the difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a minimally calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional procedure. Reportedly, the proglide device became stuck and the device was unable to be removed. A vascular surgeon was called and the vessel was dissected down to the wall and found that the suture was behind the foot. The device was then removed successfully via a nick and spread. The sheath was upsized to a 14fr sheath and the interventional procedure was completed. The same suture was used to successfully achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.